Manufacturer narrative:
The tech found the cause to be a broken brake caster support and brake pedal. The tech replaced the brake caster support and the brake pedal to resolve the issue.

Event description:
The technician alleged the brakes would not hold. No patient impact.